Event description:
Caller states the patient tested 1.3 inr on coaguchek system and 2.3 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect device, however no strips are available for return.